Manufacturer narrative:
The returned device was evaluated and corrosion was observed inside the device which prevented it from communicating with the master omnipod personal diabetes manager (pdm). The pod data could not be downloaded. Inspection of the soft cannula observed a tear which resulted in fluid leaking. The cause of the reported event was due to a damaged cannula. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied. There was also insulin leaking noted at the site. The pod was worn between 4 and 24 hours on the back.